Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR number: 3006705815-2017-00689. It was reported the patient's leads had migrated and the patient was brought into surgery on (B)(6) 2017 to address the issue. During the procedure, it was determined the ipg site was infected (reference MFR number: 1627487-2017-03134). As a result, the scs system was explanted.